Event description:
The facility reported a colleague infusion pump with the reported condition "damaged battery". It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.5(6.13.92).

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with damaged battery was not confirmed nor reproduced. The root cause of the reported condition could not be identified. However, it was found that the main battery needs to be replaced as the battery installed date was over 6 months. The main batteries and battery harness were therefore replaced. A follow up will be submitted if any additional information become available.